Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for /s and /g. It was reported that the patient had an MRI of the head scheduled for yesterday afternoon ((B)(6) 2026) but they had to go back and reorder a new charging cable. The caller stated they got everything set up at the clinic and everything was talking and communicating but when they tried to switch the patient to MRI mode, it would not do it and the technicians tried several times and it just wouldn't go. Caller said they didn't see the screens the MRI technicians had been looking at, that was just what they'd told them. Patient services walked the caller through attempting to connect to the patient's settings to troubleshoot, however the caller kept getting a message that the 'device was not responding,' even though they kept repositioning the communicator over the implant site. Caller stated they couldn't feel the implant under the skin at first and that there was no scar where the implant was put in. They said they wanted to mark the spot with a magic marker when they found it. Caller said they thought they felt the ins but they could only feel one corner of it. Patient services asked the caller if the patient had had any falls or traumas that could have led to the ins being positioned the way it had been and the caller said "yes" the patient had had "several falls." The caller said the patient had had an appointment with a urology nurse practitioner (np) who worked at the patient's managing healthcare provider's (hcp''s) office about a month and a half ago and everything had been fine at that visit. Caller said the np had been able to change the setting at that point though they hadn't told the patient how much time they had left with the implant battery when they checked it. The patient and caller had been in a room with a lot of electronics during the call and so patient services had the caller move away from the two lap tops that were nearest to the patient but the issue still did not resolve. Patient services reviewed ins battery longevity considerations with the caller and suggested if they were unable to connect they would want to follow up with the patient's managing hcp to check the implanted system to see if the ins battery had depleted. The issue was not resolved through troubleshooting. The caller said they were going to try to connect in the bedroom where there was no electronics at all to see if that made a difference. They noted they may call back for assistance at that time but also noted they would reach out to the patient's hcp if they were still unable to resolve the issue to check the implanted system.